Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic bypass procedure, on the fifth firing, the staple line was not intact. The device was being stapled across the stomach. Partial distal formation was evident with a "zipper" like tear proximally. The surgeon needed to resect part of the stomach to be stapled. Surgery was prolonged ten mins. There were no adverse consequences to the pt. Additional info received: the device jaws were inspected and rinsed between loadings. The staple line formed, but the distal part of the staples zippered open. The staples were malformed and he had to resect the stomach to remove the staple line. The device was fired across a staple line or lines. No buttressing material was used. There is no adverse impact to the pt reported.